Manufacturer narrative:
This report is submitted on november 10, 2022.

Event description:
Per the clinic, the patient experienced a post-operative wound infection and extrusion of device (date not reported). The device was explanted on (B)(6) 2022, and the patient was treated with antibiotics.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 12, 2022.